Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with two fully fired cartridge reloads present. The device was tested for functionality with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The event described could not be confirmed as the device performed without any difficulties noted. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed.

Event description:
It was reported that during an open gastrectomy, a few staples near the cut line on the resected tissue side were lumbricoid. The staple height was blue. The patient side was no problem. When the device was used to close the insertion slots of the device after another cartridge was loaded into the same device, staples closest to the cut line on the resected side were unformed. The staple height was blue. The patient side was no problem at this time too. Additional suture was performed to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.